Event description:
It was reported that deployment of the prostar xl sutures were attempted in the right common femoral artery using the preclose technique before an endovascular aneurysm repair procedure(evar). The arteriotomy was 10fr and during the evar procedure the sheath was upsized to a 16fr sheath. Reportedly, the device was flushed; however, back flow of blood was not observed. A second prostar xl was used to achieve hemostasis. There was no reported adverse patient sequela. The operator is reported to be trained in the use of the prostar xl device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation.it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.